Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while doing preventative maintenance testing using a sigmapace 1000, the minimum sensitivity setting values for both the atrial and ventricular channels was out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. Analysis did find that the upper case, lower case and both bail covers were broken, the battery release and ring cover were contaminated and the battery contacts were compressed.